Manufacturer narrative:
(B) (4).

Event description:
Literature: chan dtm, zhu xl, yeung jhm, et al. Complications of deep brain stimulation: a collective review. Asian j surg. 2009; 32(4): 258-63. Summary: this article presents an audit of all the pt's implanted with deep brain stimulation (dbs) between 1997 to the end of 2008 at one facility to assess complications arising from the 100 dbs electrode insertions and prevention of complications. Reportable event: one pt experienced electrode migration to the subcortical region after a minor fall. See literature article with MFR report #3007566237-2009-09382.